Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse reported the following: could not duplicate the issue reported. The fse checked the system and performed a load cycle. The unit met the manufacturer's specifications.

Event description:
The customer alleged the sterrad unit door opened after the cycle cancelled. An employee removed the load and did not check the printout or the chemical indicators before releasing the instruments. The load was not recalled. The customer stated that there were no injuries reported from the event. An asp field service engineer (fse) went to the facility to assess the unit.